Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that the new depth stop was used and the new screw as well. It shouldn't be possible for the new design to damage the lead. The patient was in for surgery on the second side (stage ii) and there were no issues and no depth stop was used in this case. The rep was able to perform a swap out of the depth stops and they found two depth stops in a peel pack that were the old model. It was checked that the old model wasn't used during the case in question, but they can't rule out possible confusion at the back table among the scrub techs that they could have missed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that it appeared that the surgeon had over tightened the depth stop due to visible damage at the site of where the depth stop is locked down. Impedance testing confirmed a full short in the lead. The lead was never implanted and will be returned for analysis. The lead was replaced and it is reported that the issue was resolved at the time of this report. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot #va1u2pc) indicated that the outer insulation of the body of the lead was damaged at the depth stop site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the depth stop analysis results. Six depth stops were returned, three were found to be the older style and could have caused the lead damaged. The remaining three were the latest revision (v3) and were determined to be in specification to prevent lead damage.